Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip unable to deploy.

Event description:
It was reported to boston scientific corporation that a mantis clip device was used in a procedure performed on (B)(6) 2024. During the procedure, a mantis clip would not deploy. The procedure was completed with another of same device. There were no patient complications reported as a result of this event.